Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site for approximately 8-9 years (date of event is unknown). Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient has an infection unrelated to the scs system. Surgical intervention is planned once the infection has resolved.

Event description:
Follow-up identified surgical intervention was undertaken to explant and replace the ipg. The patient no longer experiences discomfort at the ipg site.